Event description:
The recipient is reportedly experiencing discomfort and overly loud sound. External equipment was exchanged, however, the issue did not resolve. The recipient was recommended to cease device use. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed tool marks on the top and bottom covers, slices near the electrode ground ring and along the lead, and an electrode contact was extruded prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer user. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing sound quality issues, discomfort, and overly loud sounds. External equipment was exchanged, however, the issue did not resolve. The recipient was recommended to cease device use. Revision surgery is under consideration.